Event description:
It was reported that while impacting the femur a piece of the impactor pad fractured. The surgical technique was utilized. No pieces fell inside the patient. There was no surgical delay. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.